Event description:
Customer reported a cartridge alarm 20, which did not adversely affect their blood glucose level. Technical support confirmed no previous reports of similar alarms with this pump but noted instances with consecutive cartridges. As a resolution, the pump was confirmed to be under warranty, and a replacement was arranged. Customer understood instructions to use a backup therapy, store the current pump, and return it using provided materials.